Manufacturer narrative:
The reported issue at the facility was resolved by replacing the lower joint assembly. The system was brought back to specifications.

Event description:
It was reported that the mobile x-ray unit mobilett mira max had a tube arm, which was difficult to move as the unit arm hinge pin was coming apart. There are no injuries related to this event, however, in the worst case scenarios a loosened unit arm may hit a patient or an operator. The customer was advised to take the unit of service until repairs are performed.